Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: micra-delsys, expiration date: 2021-12-14, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device return to MFR? No. Mfg date: 2020-07-20, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a cardiac tamponade post implant of a leadless implantable pulse generator (ipg). Pericard iocentesis was performed to drain the extra fluid. It was also reported that during the implant procedure of the leadless ipg, there were multiple positioning attempts since optimal electrical parameters were not met. A clot was observed on the device and the deli very system, which was flushed and the leadless ipg was successfully implanted. A diagnostic study was done approximately one month after the implant, and a ventricular pseudoaneurysm and minimum right pleural effusion were noted. The patient will undergo a surgery to correct the pseudoaneurysm. The leadless ipg remains implanted. No further patient complications have been reported as a result of this event.